Event description:
A webform complaint was received in which it was reported a low reading issue with the adc device. An unspecified low scan was received on the sensor when compared to a competitor meter result of 110 mg/dl. It was further reported that the sensor stopped alarming for a long time and when it finally started to work again, a scan of 91 mg/dl. The customer received third-party medical treatment however, no treatment details were provided as the customer refused to continue the troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail. The sensor was de-cased and visual inspection was performed on pcba(printed circuit board assembly), no issues were observed. The battery was measured and it was within specification range. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a low reading issue with the adc device. An unspecified low scan was received on the sensor when compared to a competitor meter result of 110 mg/dl. It was further reported that the sensor stopped alarming for a long time and when it finally started to work again, a scan of 91 mg/dl. The customer received third-party medical treatment however, no treatment details were provided as the customer refused to continue the troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.